Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a rotator cuff suture procedure, when the footprint suture 4.5mm anchor handle was removed, the sutures were loosened and the implant was impacted in the bone. It was not possible to remove the anchor. Surgery was completed without delay, using an arpon knottless 4.5 mm from piemca (competitor device). Patient's health status is stable. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on d9 and e1. H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no anchor or suture material. There is debris on the insertion device. Since no harm has been alleged to this patient, and it was reported the patient's health status is stable, no further complications were reported. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include inadvertently pulling the suture through the anchor eyelet during knot tying. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: h2: correction on b5 and h6 "health effect - impact code".

Event description:
It was reported that, during a rotator cuff suture procedure, when the footprint suture anchor 4.5mm was implanted in the bone and the device handle was removed, the sutures got loosened. Surgery was completed without delay, using an arpon knottless 4.5 mm from piemca (competitor device) in an additional drilled bone hole. It was not possible to remove the anchor, therefore, no void was left on the patient. Patient's health status is stable. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information: a2, b5, b7 and h6: health effect - clinical and impact code.

Event description:
It was reported that, during a rotator cuff suture procedure, when the footprint suture 4.5mm anchor handle was removed, the sutures were loosened and the implant was impacted in the bone. It was not possible to remove the anchor, therefore, no void was left on the patient. Surgery was completed without delay, using an arpon knottless 4.5 mm from piemca (competitor device) in an additional drilled bone hole. Patient's health status is stable. No further complications were reported.